Manufacturer narrative:
This pacemaker was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device was interrogated, and a recorded battery fault had been recorded on february 26, 2019 which corresponds to a large battery voltage drop. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short resulted in the memory errors identified in the laboratory setting and in the clinically observed code 1003.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This crt-p was explanted and replaced. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis. Additional information: analysis has been completed. This report has been updated with the product investigation results.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This crt-p was explanted and replaced. No adverse patient effects were reported. The product has been received for analysis. This report will be updated upon completion of analysis.